Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively the hole eliminator slipped through the the cup´s hole. It did not stop like it should.

Event description:
A. Was/were there any adverse consequence/s that affected the patient due to this event? No. B. What is the affected side involved in this event? Left or right? Right. C. Was there a surgical delay? If yes, what was the duration of the delay? No.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation was performed for the finished device 124603000 lot number d22033715, and no non-conformances were identified. 1) quantity manufactured: 264. 2) date of manufacture: 23-mar-2022. 3) any anomalies or deviations identified in DHR: no non-conformance were identified. 4) expiry date: 28-feb-2032. 5) IFU reference: IFU-0902-00-701.